Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 2. Removed sensor plug and inspected the connector. All three contacts were installed properly. Visual inspection of the sensor plug assembly was performed and no cracks were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of 105 mg/dl and experiencing symptoms of shakiness and weakness. Customer had contact with a healthcare professional and a reading of 33 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and administered "sugar and sugar solution" (route of administration unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Customer reported receiving a sensor scan result of 105 mg/dl and experiencing symptoms of shakiness and weakness. Customer had contact with a healthcare professional and a reading of 33 mg/dl was obtained on the hcp device. It is unknown how much time elapsed between the two comparison results. Customer was diagnosed with hypoglycemia and administered "sugar and sugar solution" (route of administration unknown). There was no report of death or permanent injury associated with this event.